Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of a colonoscopy the jaw detached from the device and had to be retrieved from the patients abdominal cavity. This lead to an unknown surgical prolongation. The procedure was completed using a backup device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.